Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. Reportedly the customer continued to use the pump for insulin therapy.